Event description:
It was reported that a patient presented with a cardiac perforation on the right atrial lead resulting in pericardial effusion and shortness of breath. No additional adverse symptoms were reported. Two pericardiocentesis procedures were performed to resolve the effusion. The lead was electrically stable. The lead was repositioned on (B)(6) 2025. No adverse patient consequences were reported.